Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a uromatic easy flow uni-set in which a leak was observed from an unknown location. The alleged defect was observed after the set was attached to the solution bag, but before patient attachment. Therefore, there were no reports of patient involvement, patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Three companion samples were returned to the manufacturing plant for evaluation. Visual inspection was performed and no defects were observed. The sets were tested for gravity and then for leakage at 0.56 bar; no issue was observed. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.